Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon ruptured occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.